Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius employee received a call from the nurse stating that they have been experiencing recent leaking issues with several patients placed on icodextran using our adapter for the cycler. The nurse stated that there was group a discussion amongst themselves that questioned whether they should use liberty vs baxter for the patients using icodextran because of their patients challenge with disconnecting adapters. The pdrn wanted to know if there were any videos or educational tools available from the past or present that will aide in this situation in addition to verbal education, IFU's, and procedure card provided. The nurses have started to instruct their patients to use tape. Additional information was requested, however, to date not provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. Since the lot number of product involved is unknown a search on sap system was performed of the lots delivered to the facility. However, no information was found of product number (B)(4) been delivered to customer consequently, no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information was found on the sap system from this customer regarding to the product number (B)(4). Since the complaint sample is not available for evaluation, the alleged event could not be confirmed. At this time, no sample has been provided. No DHR review was performed since the lot number is unknown and no information was found on the sap system from this customer related to the product number (B)(4).